Manufacturer narrative:
Continuation of d10: product ID 97745ac; product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: 97745ac. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device.  The reason for call was patient states for the past couple of weeks and then confirmed "(B)(6) 2024" they has been having trouble charging the controller. Agent had patient remove the battery pack and plug the controller into the ac power cord. The controller does not power on and she is seeing the green light on the black box that plugs into the wall. Patient put 2 aa batteries in the controller and confirmed the controller powered on. Pt states she can charge the ins with no issues. Agent sent email to repair to replace the ac power cord. While on the call pt states "about (B)(6) 2024" when she was charging the ins she got a code. Pt does not know what the code was. Pt removed the battery pack and reinserted the battery pack and she has not seen that code or any other since. Pt confirmed the unknown code only came up 1x..